Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician placed the initial smart coils in the target vessel using a non-penumbra microcatheter and a handle. The physician then advanced a new smart coil into the target vessel and used the handle to detach it. It was reported that the smart coil pusher assembly demonstrated appropriate separation; however, upon withdrawal of the smart coil pusher assembly, the coil was not detached and pulled the microcatheter out of the aneurysm. Therefore, the smart coil was withdrawn back into the microcatheter and removed completely. The procedure was ended at that point. There was no report of an adverse effect to the patient.